Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that it was not serviceable and needed to be scrapped due to its age. The device was scrapped by physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they went to use this device on a male patient who had suffered a massive heart attack and the device would not power on. The patient was able to regain a pulse at the scene but passed away in the hospital a week after the event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they went to use this device on a male patient who had suffered a massive heart attack and the device would not power on. The patient was able to regain a pulse at the scene but passed away in the hospital a week after the event.